Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.4, lab: 2.8. Patient recently started heavy dose of undisclosed drug that caller believes may be interfering with test. Patient therapeutic range is 2.0-3.0. Caller resulted inr of 0.9 testing nurse on staff who is not a coumadin user.